Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 3 malfunction event(s), where it was reported the device experienced head piece no longer supports weight. There was 1 event with patient involvement; the patient experienced an eye injury.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: chassis/frame / mechanical problem identified. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results). 1 device: appropriate term/code not available / no findings available. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue drifting. The count of events has been corrected to reflect this. 1 device is still pending evaluation.

Event description:
This report now summarizes 2 malfunction event(s), instead of 3.